Event description:
The patient reported that 2-3 weeks ago, she experienced an infusion site that became dislodged from her abdomen. She stated that, she began to smell insulin and she felt "very badly." She then began to do her morning chores after she woke up and discovered her blood glucose was elevated to 500 mg/dl and she felt sick to her stomach. She then found that the infusion site came out of her body in her sleep. The patient inserted a new infusion site and bolused to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.